Manufacturer narrative:
Exemption number e2015058. The history log shows the pad-pak was first installed on the 16th december 2008 and performed to specification up to the 21st november 2010. The device failed multiple self-tests due to a low battery between the 28th november 2010 and the 28th october 2012. The device recorded manual power ups of ten minutes duration between the 27th september 2015 and the last log entry on the 22nd october 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.